Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause is undetermined since there is not enough information to make a conclusion. However, in the therapy log there are 4 bypasses and the alarm log shows 3 low drain volume alarms at the beginning of the therapy that might indicate that the user inappropriately bypassed the alarms during I-drain. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 18:49:17. During night drain cycle one, the patient's ultrafiltration reading was 2365ml, indicating the home patient (hp) drained 2365ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.